Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, following fixation, the right ventricular (rv) lead exhibited high pacing impedance, decreased r-wave amplitude resulting in under-sensing, and a high capture threshold resulting in loss of capture. The physician attempted to reposition the rv lead at an alternative site; however, the helix failed to retract successfully. The rv lead was not used and replaced. The patient remained stable throughout the procedure.